Event description:
The customer reported that during a veterinary surgery, the blue insulation on the jaw of the device disengaged and stuck to tissue. The material was removed from the animal tissue. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.